Event description:
A physician reported that following an intraocular lens (iol) implant procedure, lens was explanted due to the markings. Additional information has been requested. There are three medical device reports associated with this report. This is 2 of 3.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Correction information was provided in b.5.,e.1.,h.6 and h.11. Correction information: imdrf health impact code f1903 was removed and f1905 code was added. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been received and stated that the markings were on center of the optic. Surgeon noticed the markings when injecting the lens took it out and put another lens in during the initial procedure. There was no patient harm.